Event description:
End-user reported red open areas measuring 1x2 and 2x2 inches with clear drainage, but no itching located beneath tape border for ten (10) days.

Manufacturer narrative:
Based on the available info, this event is deemed a surgery injury. It is reported that end-user applied stomahesive powder to treat the affected site. No additional pt/event details have been provided to date. A return sample for eval is not expected. Should additional info becomes available, a f/u report will be submitted. The actual date of event is unk, so the date used was the date convatec became aware.